Manufacturer narrative:
Section d information references the main component of the system. Corrected information - the other relevant device is: product ID: 8731sc serial/lot# (B)(4) ¿ device code c76126 is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-sep-2018 from a healthcare professional (hcp) who reported that the cause for the inability to aspirate from the cap (catheter access port) was determined. It was noted that the cause was ¿unable to draw back on catheter/catheter dye study abnormal/missed malfunction noted during dye study¿. On (B)(6) 2018 the physician performed a catheter revision. The pump was not replaced. The patient¿s pain, volume discrepancies, and the inability to aspirate from the cap were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2018 the patient's pain was "off the charts" stating it was a 10 out of 10 and it had been getting worse over the last two weeks. The patient also reported nausea. A catheter dye study was order and the hcp was unable to aspirate any fluid from the catheter/port. It was noted the patient had a non-functioning catheter. A catheter revision was ordered, and performed on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-feb-2011, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration unknown at 19 mcg/day) and bupivacaine (0.254 mg/ml at 11.91 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy, spinal pain, failed back surgery syndrome, and non-malignant pain. On (B)(6) 2018, the patient¿s friend reported that there had been volume discrepancies noted at past refills and the patient had pain both beginning about a year ago. The patient did not know the specific volume information and her pain had gotten worse over time. Per the reporter, the pain meds only did so much, and they just thought the pump wasn't working right. The patient had arachnoiditis of the spine and had pain from her mid-back down the left leg that wrapped into her shin; it started from her waist down her left leg to her ankle. The patient had an appointment with her hcp (healthcare professional) next week and they were planning to do a dye study. Additional information was received on 21-aug-2018 from the hcp (healthcare professional) who reported that on (B)(6) 2017 the expected residual volume (erv) was 6.7 ml and the actual residual volume (arv) was 10.4 ml. On (B)(6) 2018 the erv was 6 ml and the arv was 7.9 ml. On (B)(6) 2018 the erv was 5.7 ml and the arv was 9.3 ml. On (B)(6) 2018 the erv was 6 ml and the arv was 9.5 ml. On (B)(6) 2018 the erv was 11.3 ml and the arv 14.9 ml. A dye study was done on (B)(6) 2018. They were still awaiting the results from the physician who did the dye study. Additional information was received from a company representative (rep) on 2018-sep-06 indicated the patient was receiving intrathecal fentanyl 2,000 mcg/ml at 779.8 mcg/day and bupivacaine 22 mg/ml at an unknown dose. It was reported they were unable to aspirate from the catheter access port (cap). The rep inquired about product/catheter specifications. It was noted the next step was to aspirate from the catheter and it was reviewed that the patient¿s catheter was an 8731 and could be disconnected in the spine area. The rep would check the connector and perform a dye study to diagnosis the patency of the catheter. The rep was to follow-up with the healthcare provider (hcp). Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported/anticipated or expected.